Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk had no anomalies found.

Event description:
It was reported that the lead showed intermittent double counting at the end of the very wide r-wave. The lead remains in use. No patient complications have been reported as a result of this event.